Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported flared stent damage and bent struts was confirmed. Additionally, the stent was loose on the balloon. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that before the procedure, the physician noted that the stent implant was crimped over the balloon, but the mesh was distorted [strut damage]. The device was not used. There was no reported patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the stent implant was loose on the balloon.